Manufacturer narrative:
Batch review performed on 07 oct 2024 lot 2402691: (B)(4) items manufactured and released on 22-may-2024. Expiration date: 2029-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: reverse shoulder system humeral reverse hc liner ø36/+0mm (k170452) lot 2406920: (B)(4) items manufactured and released on 05-jun-2024. Expiration date: 2029-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 weeks from the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the glenosphere, metaphysis and liner. The surgery was completed successfully.